Event description:
A nurse reported that bubbles were noted during surgery. No patient impact was reported. Multiple attempts were made to retrieve additional information but none has been received to date.

Manufacturer narrative:
The company representative examined the system and found no problem. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information received related to this event. For this reason steps could not be taken to duplicate or confirm the reported event. The root cause of the customer reported event is unknown. (B)(4).